Event description:
The ge oec 9900 fluoroscopy system displayed a heat warning then had charger failure appear on the mainframe display. The system continued to function for the procedure with no effect on system operation.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or error. Heat icon is normal system function under high demand system use. The charger failure message could not be duplicate. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.